Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and despite patient not having a scar the intralase did not cut the flap fully. It was reported that an area did not lift around the 2 o''clock edge of the right eye. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of fuzzy vision with halos in right eye. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2015; right eye pre-op 20/20 -3.75 x -.50 x 85; left eye pre-op 20/20 4.00 x -.50 x 95.